Manufacturer narrative:
A supplemental MDR is being submitted for a completion of the no product investigation. The following sections of this report has been updated: update to b4, g3, g6, h2, h6, h10. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary: the IFU, current risk mitigations including design and manufacturing controls, and training manuals have been reviewed, and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The 3mensio imagery was provided and the following was observed: the condition of access vessel is not provided. Septal crossing: septum angle: 83.7 degree. Puncture point distance: 34.1 mm. Review of the work orders above did not reveal any manufacturing nonconformance issues that would have contributed to the complaint event. The reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency and/or one was not confirmed through investigation. In addition, the event does not allege a labeling issue; therefore, no DHR review is required. As no device was returned and there is no evidence to support a manufacturing/design defect potentially contributed to the complaint, a manufacturing mitigation review is not required. The commander with s3/ s3u/ s3ur IFU as well as the procedural manual and s3 valve in valve procedural manuals were reviewed. Precautions include 'additional precautions for transseptal replacement of a failed mitral valve bioprosthesis include, presence of devices or thrombus or other abnormalities in the caval vein precluding safe transvenous femoral access for transseptal approach; presence of atrial septal occluder device or calcium preventing safe transseptal access'. The procedural training manual include patient screening as well as crossing the septum. No IFU/training deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaints for delivery system difficult or unable to cross septal wall and thv dislodged off balloon during withdrawal through sheath were unable to be confirmed as the complaint unit was not returned. In this case, the reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency. A review of IFU/training materials revealed no deficiencies. Per event description, 'during implant of a 29 mm sapien 3 valve in the mitral position inside a failed edwards surgical valve (due to stenosis), the team was unable to pass the first valve through the septum. A repeat septostomy was performed. The first valve and delivery system were removed, however the valve slipped off of the balloon while returning the valve into the esheath+. A cutdown was performed to remove the first valve. A second valve was implanted without incident.' In this case, 3mensio report indicates patient had a high interatrial septum angle (83.7 degree). The angulation of the patient anatomy can create a challenging pathway for the delivery system to maneuver and cross the septum. As such, available information suggests that patient factors (angulation of anatomy) may have contributed to the reported event. However, a definitive root cause was unable to be determined. There are few factors that can lead to withdrawal difficulty. While the condition of the access vessel was not provided, the presence of vasculature tortuosity (if any) can lead to noncoaxial withdrawal angle, causing the crimp valve to be caught on the sheath tip during retrieval, and subsequently lead to withdrawal difficulty. Withdrawal difficulty could also be related to an enlarged device profile as the valve aligned on balloon has a larger profile than when it is off the balloon, and this may increase the risk of device interaction during withdrawal, leading to withdrawal difficulty. In both conditions, additional device manipulation to overcome the withdrawal difficulties can dislodge the valve from the balloon. While a definitive root cause was unknown, it is possible that a combination of patient/procedural factors (tortuosity, noncoaxial withdrawal, enlarged device profile, device manipulation) may have contributed to the reported event. No edwards defect or manufacturing non-conformance that would have contributed to the reported event was identified. No IFU/training deficiencies were identified. Therefore, no further escalation (CAPA/scar/pra/fca) is required. All complaints are reviewed against control limits which are managed through a document written by edwards lifesciences.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by the field clinical specialist (fcs), during implant of a 29 mm sapien 3 valve in the mitral position inside a failed edwards surgical valve (due to stenosis), the team was unable to pass the first valve through the septum. A repeat septostomy was performed. The first valve and delivery system was removed, however the valve slipped off of the balloon while returning the valve into the esheath+. A cutdown was performed to remove the first valve. A second valve was implanted without incident.